Manufacturer narrative:
(B)(4). The event of "seroma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma (late). Also reported, hematoma and anxiety.

Event description:
Healthcare professional reported right side textured to smooth implant exchange. The device has been explanted. Healthcare professional reported following observations made during surgery "fluid surrounding implant", "blood noted inside explants".